Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot#: n171015014, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 30mg/ml at 5 .564mg/day via an implantable pump. It was reported that the patient was having increased pain with difficult control after an extensive back surgery. The surgeon informed the healthcare provider that he removed the catheter then reinserted it. On sunday (B)(6) 2021 the company representative was asked to interrogate the pump for motor stall. No stall or adverse events noted on pump logs. Yesterday, healthcare provider attempted to aspirate the catheter but was unable to. The catheter tip noted at t11. No plans for surgery at this time. The environmental, external or patient factors that may have led or contributed to the issue was back surgery (B)(6) 2021. The issue was not resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event.